Manufacturer narrative:
On 05-15-2016 the fse found a resistor on the diluter 2 board overheating causing a burning smell. There were no sparks, flames or arcs; just a small amount of smoke. The diluter 2 board and interconnect were replaced to resolve the issue. The repairs were verified per established procedure. (B)(4).

Event description:
The field service engineer (fse) reported a burning smell in the coulter lh750 hematology analyzer during service. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.